Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: how was the bleeding identified and how long post-op? Not sure how identified, brought back one day post-op. What was done in the reoperation? He said there was a lot of blood, cleaned it up and stopped bleeding he was not sure where it was coming from. Was the site of bleeding identified? No. Was a transfusion required? No. What cartridges were used for creation of sleeve? Green. What was the patient gender/bmi? Female. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Pulse. Were any staple formation issues noted throughout care of patient? No. He said staple lines were dry intra-op. Is the patient¿s anticoagulation regime known? Yes, have been using same regime for years what is the current patient status? Doing fine.

Event description:
It was reported that post operative after a sleeve gastrectomy procedure, the patient was brought back to the operating room for bleeding.